Event description:
During an endoscopic knee procedure, "the tap head broke off inside the pt." The surgeon had to alter the procedure and extend the surgical site to retrieve the broken piece. This was not a first time use for this device. The broken piece was discarded, however the shaft was returned for eval. Time of surgical delay due to alteration in procedure is unknown.